Event description:
Info received info the bed will not go into the reverse trendelenburg position.

Manufacturer narrative:
The tech found that the trendelenburg mount was cracked. He replaced the trendelenburg mount to repair the bed.